Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). The issue occurred intraoperatively during the navigate task and delayed the surgery for about 2 minutes. It was reported that they felt a few mm inaccurate while navigating only the straight suction. The surgeon reported that he had the suction on the septum and it showed on the turb. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. The logs and archive were reviewed. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. If information is provided in the future, a supplemental report will be issued.